Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right ventricular and right atrial channels. Pacing inhibition of over two second was also observed. Further analysis of the patient was discussed. This device remains in service. No further adverse patient effects were reported.